Event description:
It was reported that this console was leaking near the water tank area. It was noted that the connector had reached its useful life and was cracked. The component was replaced, and the device was put back in use. It was reported that the procedure was delayed. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.